Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info was requested and rec'd. No further info is expected. (B)(4).

Event description:
A surgeon reported that after laser assisted cataract surgery, there was a radial tear of the capsule at the 2 (two) o'clock position that extended to the posterior capsule. The tear was observed following cortex removal and prior to intraocular lens insertion (iol) insertion. The capsulotomy was "free floating" following the laser procedure and no tags were observed. There was no loss of vitreous, so no vitrectomy was necessary. In the surgeon's opinion, it is unknown whether the laser contributed to the event. The event resolved without treatment. The iol was placed in the capsular bag. In a f/u, the surgeon reported that the patient was doing very well.